Event description:
Guiding selection was difficult and it took long time. They eventually selected the vessel but the distal part of separator was broken.

Manufacturer narrative:
The information that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the information we have received. Language appears to be an issue and it is unclear to us whether "broken" means "damaged" or "didn't work as expected." This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009.